Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device was interrogated and the remaining longevity estimate graphic indicator bar was gray. The device was interrogated approximately three weeks later with the same result. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis conclusion was inconclusive. The device was found to be in a gray bar state and remained in the gray bar state. Hybrid analysis measured the battery at 2.77 volts. When powered by an external supply, the system current drain was nominal and the device was fully functional. No battery depletion mechanism, such as high system current drain, was observed. Battery analysis found no evidence of rapid voltage depletion or any internal battery shorting mechanism. If information is provided in the future, a supplemental report will be issued.